Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Impact of ophthalmic viscosurgical devices in cataract surgery monali s. Malvankar-mehta ,1,2 angel fu,3 yasoda subramanian,4 and cindy hutnik 1journal of ophthalmology, volume 2020, article ID 7801093, 17 pages. (B)(4).

Event description:
A physician reported in a literature article that in conjunction with viscoelastic product use, post operative ocular hypertension, corneal edema, inflammation, capsule break and bubbles were experienced. The article did not reflect any patient treatment was required. Additional information is not anticipated in this report.